Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets cannula crimped event on (B)(6) 2024, after three hours of insertion. The insertion site was abdomen. The blood glucose level was high. Therefore, patient was treated with correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.